Event description:
It was reported that a guidewire fractured and the procedure was cancelled. A rotapro 1.75mm was being used for treatment. During preparation for the procedure, the physician noted that the advancer knob was unable to be moved. They attempted to screw and unscrew the knob multiple times, but the advancer knob was still unable to be moved. Upon inspection the physician also noted that there was a white cable that was blocking the path of the advancer knob. The device was replaced with another rotapro, however there were difficulties in loading the burr on to the rotawire. The rotawire was thought to be broken within the advancer of the second rotapro. Due to the issues with these three devices, the procedure was unable to be completed at that time. The sedation status of the patient is unknown.

Manufacturer narrative:
Based on further review this is no longer considered a reportable incident. Originally it was reported as a device fracture. However the device fractured during preparation outside of the patient inside the advancer. Due to the device condition during preparation the device could not be used inside the patient for the procedure. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr housing was connected to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device found that the burr handshake connection could not be retrieved from inside the burr housing. In order to inspect the burr handshake connection, the burr housing was dismantled. It was found that the coil was kinked, stretched, and broken next to the handshake connection within the sheath and could not be retrieved. Wear was identified within the sheath. Product analysis confirmed the reported events, as the coil was kinked, stretched, and broken, preventing the guidewire from advancing through the device. It was considered likely that the reported damage to the rotawire was related to the identified damage to the kinked, stretched, and broken coil.

Event description:
It was reported that a guidewire fractured and the procedure was cancelled. A rotapro 1.75mm was being used for treatment. During preparation for the procedure, the physician noted that the advancer knob was unable to be moved. They attempted to screw and unscrew the knob multiple times, but the advancer knob was still unable to be moved. Upon inspection the physician also noted that there was a white cable that was blocking the path of the advancer knob. The device was replaced with another rotapro, however there were difficulties in loading the burr on to the rotawire. The rotawire was thought to be broken within the advancer of the second rotapro. Due to the issues with these three devices, the procedure was unable to be completed at that time. The sedation status of the patient is unknown.